Event description:
Adverse event(s): "none reported" (no information). Product problem(s): "bed wouldn't move" (no code available). A technician reports they could not get the pt bed to move. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).